Manufacturer narrative:
On 20 october 2017 the medical affairs director performed a clinical evaluation and commented as follows: late infection in cementless tha, 1,5 years after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 19 october 2017. (B)(4).

Event description:
Patient had a deep joint infection due to which a revision surgery performed. Pathogen is not available. According to the surgeon the revision surgery has been the best option possible.